Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The two devices were implanted during the procedure. When the pt woke up from the anesthesia, he developed paraplegia. Both legs were paralyzed from the waist down. The pt received drug treatment. It should be noted that the pt had a pre-existing vessel occlusion at the right iliac artery due to the aso, which was not treated before the tag procedure. The physician attributed the paraplegia to either the occlusion of right iliac artery or the shower emboli during the touch-up ballooning.